Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified left forearm. A 2.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilation. However, on initial inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified left forearm. A 2.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilation. However, on initial inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the device. Microscopic examination revealed a longitudinal tear in the balloon 7mm from the tip and approximately 18mm long. The tip is damaged and the balloon is loosely folded. There is blood present in the guidewire lumen, inflation lumen, and balloon. The reported information indicates the device was inflated to 4 atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.